Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was placed in a sitting position and the foley catheter fell out spontaneously, 15 minutes after the placement.

Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample exhibited the reported failure. The device had not met specifications. The product was not used for patient treatment or diagnosis. The product caused the reported failure. A potential root cause for this failure could be tubing. Design (walls not thick enough). Visual evaluation of the returned used two-way silicone foley cath with cut portion of inlet tubing. Visual inspection of the sample noted no obvious visible defects. Attempted to inflate with 10 ml, and solution immediately went into drainage lumen at bifurcation indicating lumen to lumen leak. This is out of specification per inspection procedure , which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The investigation was concluded, and no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the patient was placed in a sitting position and the foley catheter fell out spontaneously, 15 minutes after the placement. Per sample evaluation from the investigator via email on 24may2022, it was reported that silicone blockage was found in the drainage lumen of the foley catheter.